Manufacturer narrative:
Consumer was leaning against the pad, crushing the pad, which is a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.

Event description:
Consumer was using a heating pad by leaning up against it and her headboard. She noticed it getting overly hot and arcing. No injuries were reported with this incident.